Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post-implant this right atrial (ra) lead exhibited a drop in measured p-wave amplitude from 3.4 mv to 0.6 mv. No other changes in electrical parameters were observed. An x-ray was performed and it was noted that the patient's device had dropped downward since implant and applied tension to both the ra and right ventricular (rv) lead leads. As such, the physician suspected the ra lead had dislodged slightly while no anomalies were observed related to the rv lead. The physician elected to take a wait and see approach with th patient planning an additional follow up a week later. At the patient's subsequent visit a second x-ray was obtained which confirmed ra lead dislodgement. High ra pacing thresholds of 5.0 v @ 2.0 ms and loss of capture were also noted. The device was reprogrammed from ddd to vvi pacing and the physician will continue to follow the patient as their condition is stable and they have an intrinsic rhythm. No adverse patient effects were reported. This system remains in service.